Event description:
It was reported that during the change-out procedure, the lead had "collateral damage". The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. However, all conductors had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress), had cosmetic environmental stress cracking and had a cosmetic depression. Visual analysis noted apparent explant damage.